Manufacturer narrative:
(B)(6).

Event description:
It was reported asymptomatic patient presented with device post paced t wave oversensing on ventricular channel. Suggested programming changes were made to device. No patient symptoms reported. Device remains implanted.